Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180mg/dl and the sensor glucose was 87mg/dl at the time of the incident. The customer reported that twice yesterday it was over 100 points off. Sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value was 184mg/dl. Insulin delivery was suspended due to sensor glucose values was 80. Suspend before low limit in sensor settings was 80 to 90. The sensor will not be returned for analysis.